Event description:
Small bowel obstruction. Pt with a past medical history of chronic ulcerative colitis and status post ileal-anal pull through in 1999. Application sites of the seprafilm were: right and left abdominal sidewall, pelvic wall, under the abdominal wall incision and the ostomy site. Pt presented to the emergency room on december 26, 1999 with sudden onset of sharp abdominal pain without vomiting. A computerized tomography and abdominal x-ray performed there, were both negative. The pt was then transferred from the emergency room and admitted to a medical center on december 26, 1999. A loopogram was then performed which was also negative. A diagnosis of small bowel obstruction was made based on pt's signs and symptoms. While inpatient, pt was treated with IV fluids, magnesium sulfate for pain management, cipro for a urinary tract infection and prednisone. The pt has recovered without sequelae and was discharged to home in stable condition on december 27, 1999. The physician has stated the event to be possibly related to seprafilm.